Manufacturer narrative:
Kaz USA, inc. Has requested that the product be returned to our company for testing, but it has not yet been received.

Event description:
A consumer reported that her she received a first-degree burn on her right thigh and a third-degree burn on her left thigh from hot water that spilled from the personal steam inhaler. She stated that she mistakenly grabbed it by the face mask instead of the body, causing the reservoir to fall off and splash hot water on both of her thighs, resulting in her injuries. Medical intervention was sought at an emergency room where the consumer was given antibiotics and had her legs wrapped. The instructions for proper use have clear warnings that state "caution: never move or disassemble the appliance while in use. It can spill hot water if tilted, shaken, or overturned which may lead to injury or burns.", as well as "the appliance should always be placed on a firm, flat, waterproof and heat resistant surface. Be sure the appliance is in a stable position and the power cord is out of the way to prevent the appliance from being overturned."